Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 was received on december 24, 2018 and investigated on january 16. The probe showed evidence of use in a procedure. The returned device was evaluated and found to have dried blood in the cutter mechanism. The cutter mechanism was cleared and determined to be clogged with breast tissue. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
Devicor medical products inc. Received a report from our affiliate in (B)(4) stating, the procedure sample button was not available. This has been documented in our system as record # (B)(4).